Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the vibration mode was not working on the insulin pump. The customer's blood glucose was 85 mg/dl at the time of incident. The customer stated that the vibrate mode was on and they just installed a new battery. The customer was assisted in performing self test. The customer stated that the insulin pump did not vibrate during the vibrate test. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.